Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) found that moisture on motor control board, it has been found not working. Fse replaced working motor control board from customer stand by machine as per customer request. Checked the machine trainer with balloon and observe more than 4 hours. No other error fond in machine. Now unit work satisfactory.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) had electrical error code #50 after turning on. There was no patient involvement.

Event description:
It was reported that routine check by customer, the cs300 intra-aortic balloon pump (iabp) electrical test fails code #50. No patient was involved.

Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.